Event description:
A customer reported that an insulin gauge displayed an amount different than expected, though the issue was not currently present as it occurred on a previous day. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue because she was planning to renew with tandem and get a new pump soon, but technical support provided tips for cartridge fill success, which the customer acknowledged and understood.